Event description:
The customer reported that during a tpe procedure, the pt became hypotensive, pale, diaphoretic and lightheaded. He did not lose consciousness. The medical director attended him and administered 700 ml of normal saline with approximately 11 meq calcium gluconate. This report is being filed due to medical intervention for the hypotensive episode. The customer declined to provide a pt identifier due to hipaa concerns.

Manufacturer narrative:
(B)(4). A review of the DHR for this unit showed no irregularities during mfg that were relevant to this issue. Customer faxed procedure run sheets on (B)(6) 2010. The volume of ac that would be expected to go back to the pt was calculated. When the numbers from this procedure were input into the tpe prediction tool, it calculated the volume of ac to the pt as the same as the spectra optia system delivered with this procedure. A service call took place, run data files were reviewed, functional check was performed, and no problems were found. A lot/sn warp report indicates that no other complaints have been received for this machine. There was no failure of the spectra to meet the mfg specifications. Trends are regularly monitored to determine appropriate preventative and corrective actions by mfg or engineering. Conclusion: no device problem was found. Anticoagulant reactions are a known potential side effect of the procedure.